Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up, an increase in the right ventricular lead impedance and coil continuity was observed. In addition, the right ventricular pacing threshold increased and some av block episodes showed loss of right ventricular capture. Preliminary analysis revealed that the beginning of a ventricular lead issue is suspected.

Event description:
Reportedly, during a follow-up, an increase in the right ventricular lead impedance and coil continuity was observed. In addition, the right ventricular pacing threshold increased and some av block episodes showed loss of right ventricular capture. Preliminary analysis revealed that the beginning of a ventricular lead issue is suspected.